Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience high blood glucose and low blood glucose. The customer¿s blood glucose level was 28.8 mmol/l at time of incident and decrease to 26.9 mmol/l, 2.4 mmol/l, 3 mmol/l. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Customer was neither in emergency room, nor admitted into hospital. Based on customer¿s report customer did allege under delivery. Customer reported that the infusion set tubing presence of lot of air bubbles. Customer treated with crab and juice. The insulin pump will not be returned for analysis.